Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer investigated unexpected power shutdowns during system connection. Disconnected the system from the main by unplugging the pyxis cable, during which the main station remained operational. An isolation test was then performed by reconnecting the pyxis cable and unplugging all seven drawer cables before powering the system back on. Then replaced the interface board with a new, pre-tested functional unit. The main station continued to shut down, and the auxiliary device was not detected on the bus. The main station powered on normally when the cable was disconnected but shut down again upon reconnection. Then replaced both the pyxis cable and the auxiliary interface board to resolve the issue. System check was conducted, and the system tested successfully. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative. The report that the auxiliary station had a communication issue with the main station was initially confirmed by the bd field service engineer; however, it was not replicated during laboratory testing. The field service engineer evaluated the station: the auxiliary station was not detected on the bus. The main station experienced repeated power shutdowns. When the pyxibus interface cable was disconnected from the main station, the main station powered on normally. Reconnecting the pyxibus interface cable to the main station caused the main station to shut down again. The issue was resolved by replacing the pyxibus interface cable and the auxiliary interface board. Visual inspection of the received pyxibus interface cable and the auxiliary interface board observed no issue. Testing of the received parts on laboratory main and auxiliary stations noted no issue. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.